Event description:
A healthcare professional reported that during viscous fluid control (vfc) in extraction mode the densiron settled back down, and it was not possible to aspirate it with a cannula while using an ophthalmic system. As a result, the densiron removal could not be completed and the male patient experienced chorioretinal atrophy, which resolved the following day. New information was received that an additional procedure was performed and there was no patient harm. There was no ophthalmic system defect; rather, a smaller cannula was used by the hospital. The difference in size may have been a contributing factor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).